Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4)). (B)(4) apply to the system. (B)(4)a pply to the concomitant product. Logs were received and software analysis was completed. Segfault was observed in the libnvidia and a crash was observed. This was found to be a known software issue that is tracked in a medtronic database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection. It was reported that the camera cart monitor took a moment to power on and during registration the system displayed an error 64. The manufacturer representative confirmed the cables were seated. The error was resolved by a reboot and the procedure continued as planned. There was no patient impact reported and a surgical delay of less than one hour.